Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. Although the product was infected/contaminated and could not be returned, we have determined that the st segment elevation and air embolism are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of st segment elevation and embolism are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported visible air/bubbles. The device has not been returned to bsc for analysis, and at this point, it can be concluded that unknown factors most likely contributed to the event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. St segment elevation and air embolism are expected procedural complication addressed within the IFU for the faradrive sheath.

Event description:
It was reported that a patient experienced a st segment elevation and air embolism. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When the catheter was being inserted into the sheath a st segment elevation was observed. The physician commented that an air embolism had occurred. Nitroglycerin was given to the patient. The procedure was completed successfully with the same device. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation and air embolism. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When the catheter was being inserted into the sheath a st segment elevation was observed. The physician commented that an air embolism had occurred. Nitroglycerin was given to the patient. The procedure was completed successfully with the same device. The device is not expected to return for laboratory analysis.